Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states male catheter turned into a vacuum on to his penis and caused ablation on penis, advised to discontinue use, went over placement, did confirm that there was a gap at the bottom of the bag went over the proper way to place and advised to pull the plastic material down so there was no space so that the catheter could properly ventilate. Advised sending 2 of the bags as one time courtesy. As pt and auth advised went through 5 with the same issue. Unclear if medical intervention was provided. No additional information provided. It's unclear if troubleshooting was provided.